Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Evaluation of the photo shows evidence of a missing stopper. A total of 100 retained samples were visually inspected, and no missing stoppers were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: improper assembly. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst ii advance plus blood collection tubes, one (1) tube with missing stopper. There was no health impact or consequences reported.